Event description:
Follow up information received that the patient's infection is resolved.

Manufacturer narrative:
As a result, a device history record was performed to review and confirm the sterility of the lead(s). Based on the documents reviewed, the source of the infection remains unknown.

Manufacturer narrative:
Event date is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that during the patient's lead removal, an infection found to be present at the lead site. As a result, the patient was admitted to the hospital and given antibiotics to address the infection.